Event description:
On 10/4/23, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR record will be reopened in the event the product involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are previous complaints on this device. This complaint is an extension of com-0000000680 in cq which was opened on (B)(6) 2023, the following are the closure comments for reference: "upon review the product was not located. This complaint record will be reopened in the event the product involved or additional information becomes available. This complaint is being closed to be investigated under the CAPA #it2023-15." The initial MDR was filed through cq on 12/15/2023. Analysis of the returned device was completed on 3/19/2024: the pump's event log was pulled and reviewed in order to try and find evidence of an abrupt power off, which can be seen by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. Upon review there was no evidence of an abrupt power off found in the pump's log that was pulled. The pump was then tested with the testing protocol for battery and power complaints. The pump successfully completed a 100 ml infusion with the end user's parameters of 99 ml per hour, and the pump did not power off or give any alarms of a depleting battery. This 100 ml infusion was conducted as part of the flow rate testing protocol for another complaint on this same pump and it was noted that the pump failed the testing protocol. The pump only infused 91.949 ml out of 100, having a deviation of -8.051 %, which is not according to specification. Reported issue not found, device not performing to specification.